Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that a portion of the fios obturator seal had been torn off and remained inside the obturator, which may have caused the scope to stick upon removal. No other damages or defects were observed. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that all instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.

Event description:
Robotic laparoscopic partial nephrectomy - "as doctor was inserting the trocar into the pt, be used a standard 10mm, zero degree scope for optical entry. As he proceeded past the peritoneum, he punctured the bowel, at which point be tried to remove the obturator, but the camera was stuck. He eventually pried the scope out of the obturator and proceeded to intracorporeally suture the bowel robotically."